Event description:
It was reported as part of a clinical study that over 5 years after undergoing a da vinci-assisted partial nephrectomy procedure, the patient developed an acute subdural hematoma. The patient underwent trephining and lavage to treat a chronic subdural hematoma on (B)(6) 2019. The patient's medical history consisted of the following: (B)(6) 2014, diagnosis of renal cancer,(B)(6) 2014 - da vinci-assisted partial nephrectomy. (B)(6) 2019, the patient had a mild headache but did not visit the clinic. (B)(6) 2019, the patient had a severe headache and was transported to a clinic by an emergency request. A head computerized tomography (CT) was used to diagnose an acute subdural hematoma and conservative treatment was started under hospitalization. Oral administration of bayaspirin was discontinued because a causal relationship with bayaspirin could not be negated. An acute subdural hematoma was diagnosed on (B)(6) 2019 which resulted with hospitalization. (B)(6) 2019, in a follow-up CT scan, there was no increase in the hematoma and symptoms such as headaches disappeared. Oral administration of bayaspirin was restarted because it was determined that there were no concerns regarding aggravation. The patient was transferred to a different hospital for rehabilitation. (B)(6) 2020 ¿ a physician confirmed that since over 5 years had passed since the da vinci surgical procedure (on (B)(6) 2014) and that the main cause of the subdural hematoma was external injuries, a causal relationship was considered as ¿negative.¿ since the patient was taking bayaspirin, the possibility that bayaspirin was a factor in inducing the subdural hematoma could not be negated.

Manufacturer narrative:
Based on the current information provided, the cause of the reported subdural hematoma was attributed to external injuries and there was no reported causal relationship between the da vinci procedure and complications. A follow-up MDR will be submitted if additional information is received. A review of the system logs could not be performed as there was no record of procedure detail with the two da vinci systems associated with the site. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: as part of a clinical study and over 5 years after undergoing a da vinci-assisted partial nephrectomy procedure, the patient developed an acute subdural hematoma. As a result of the complication, the patient received conservative treatment and was hospitalized for an unspecified duration.